Event description:
Information received by medtronic indicated that the insulin pump kept alarming. The customer stated that they changed the battery and insulin pump alarmed with an image of a insulin pump and a big red x with an arrow pointing to a book. It is also reported that battery was changed twice but insulin pump rejected it. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.